Manufacturer narrative:
H3: one device was received for evaluation. It was reported that it was stated that the pump's delivery rate was incorrect. Customer issue was confirmed. Customer stated problem confirmed. Visual test was performed. Motor will be replaced. Resolution of the reported issue was confirmed by the technician and the device will been submitted for functional and delivery testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated that the pump's delivery rate was incorrect. There was no reported patient involvement.